Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device met specifications; the controller passed visual and functional testing. It was noted that the real time clock (rtc) was reset to zero. This is a normal reaction and occurs when the unit is not used for extended periods of time, not allowing the internal batteries to charge. The controller was able to retain the date and time once the controller was allowed to recharge the internal rtc battery. The most likely root cause of the reported event can be attributed to a discharge of the internal rtc battery due to a long period of storage. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by medical personnel that a patient experienced a controller that the real time clock was not functioning properly. Based on log files: internal battery depleted. The controller was exchanged with no reported consequences or impact to the patient.